Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the united states. All information provided is included in this report. Multiple patients/manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿time until diagnosis of clinical events with different remote monitoring systems in implantable cardioverter-defibrillator patients.¿ 10.1016/j.hrthm.2018.05.025 heart rhythm. 2018; 15(11):1648-1654. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author noted that there were ¿events related to a technical ICD problem.¿ there were no details provided. The status/location of the ICD system is unknown. Further follow-up did not yet yield any additional information. No patient complications have been reported as a result of this event.